Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was selected for an implant using a 10f amplatzer trevisio intravascular delivery system (atv). During the procedure, there was cobra shape after opening device in the left atrium. Device was removed from the patient prior to released from the delivery cable. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Device was replaced with a new 24mm amplatzer septal occluder that was implanted successfully. The patient is stable.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Information from the field indicated that a 10f delivery system was used. Please note that per the instructions for use, artmt100092311 revision b, the recommended size delivery system for use with a 24 mm amplatzer septal occluder is an 9f. The three images from field were showing that the occluder device to be appeared in a deformed cobra shape while deploying. The distal disc was deformed in cobra confirmation. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.